Event description:
Ous MDR. Sensing disturbances were reported after an implantation time of about 44 months. The lexos vr-t, MDR 1028232-2008-01254 and this lead were explanted. The implant date of this lead was not available.

Manufacturer narrative:
Ous MDR. The mechanical and electrical properties of the lead were checked during the analysis. Fraying of the outer insulation could be seen. This damage manifestation must most likely be regarded as the cause for the complained-about oversensing. The fraying of the outer insulation requires excessive mechanical stress of the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. The analysis was unable to detect any mfg errors or material defects.